Manufacturer narrative:
Investigation summary: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20105778. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph did not identify any damage or product defects which could have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20105778 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. No product was returned for investigation and the root cause of the complaint was not determined, therefore there is no new product information on which to base a sa. From the feedback provided by the customer it appears that no issues were observed when flushing the maxplus component, however when the (B)(6) infusion set was connected to the maxplus an occlusion was observed. Please note, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus product family in the past 12 months.

Event description:
It was reported that the bd maxplus¿ needleless connector experienced flow issues. The following information was provided by the initial reporter, translated from (B)(6): the infusion set was replaced and the liquid did not drip.